Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. The needle separated from the suture without force. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The evaluation found a short insertion.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.